Event description:
Same case as MDR ID#: 2134265-2013-01391 and 2134265-2013-01392. It was reported that during a percutaneous coronary intervention, pullback issues occurred. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous middle left anterior descending artery. The ilab cart system 100v motor drive unit (mdu) was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that mdu was unable to pullback. The procedure was completed with another of the same device. No complications reported. The patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).